Event description:
The customer reported the set was punctured and blood leaked out due to blood backing up from patient's central line. A pump module was falling to the floor and somehow punctured the IV set. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report that the set was punctured and blood leaked out after backing up from patient's central line. The customer stated the set has been discarded and is not available for failure investigation.